Event description:
An clinical director reported a pt with non symptomatic corneal haze in both eyes. The pt is being treated by increasing previously prescribed steroid drops. Additional info received states that the pt's symptoms in the right eye have cleared but symptoms in the left eye persist. The pt will continue the steroid drop regimen in the left eye and will return for follow up at a later date. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).